Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
A manufacturing representative (rep) reported that a patient had shocking when moving. The patient had very high mobile settings that were engaging and causing strong stimulation when the patient was moving.